Event description:
It was reported the patient has pain at the ipg site when he gets into his truck or bends over. It was further reported the ipg is inoperable. The charger or patient programmer would not communicate with the ipg and received an error message. The patient has not charged in the past 6 months. As a result, the patient is without stimulation. Follow-up identified the sjm representative will meet with the patient to interrogate the system. The patient has missed the previous appointment and has not rescheduled at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.